Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on (B)(6) 2005, the patient underwent fusion surgery on the thoracolumbar region of his spine from vertebrae t10 to l3 wherein rhbmp-2/acs was implanted from posterior approach and inside the posterolateral gutters. Post-op the patient had increasingly severe low back pain, with pain and radiculopathy into his buttocks. The patient continued to experience chronic and severe lower back pain. He could not sit, stand or walk for extended periods of time, and required occasional use of a cane to assist in ambulation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on: (B)(6) 2005: the patient was pre-operatively diagnosed with unstable t12 compression fracture and underwent the following procedure: t10 through l3 posterior spinal fixation with 5.5 pedicle screws and rods. Posterior arthrodesis using local autograft, cancellous allograft and rhbmp-2 allograft. As per op-notes,¿ the pilot holes were then tapped and 5.5 x 40 mm poly-axial 5.5 screws were placed into the left sided pedicles at t10 and t11. Screws 6.5 x 45 mm were placed into the left sided pedicles at l 1 and l2 and a 7.5 x 45 mm screw was placed into the left sided l3 pedicle. The lumbar pedicles were then stimulated intraoperatively and stimulation threshold exceeded 20 milliamps. Ssep and emg monitoring was used throughout the case and no significant changes were seen throughout the case. This identical procedure was then carried out for the right sided t10, t11 and l 1 through l3 pedicles. Two titanium rods were then cut to an appropriate length and set through the heads of the pedicle screws. The pedicle screws were then locked to the rods using locking caps. Final tightening was performed using the anti-torque device and the final driver. The posterior lateral elements of the spine were then all decorticated using the midas-rex drill. The spinous processes at t11 and t12 were then skeletonized and resected. This bone was then morcellized and placed at the t11 through l 1 segment to enact arthrodesis. A large rhbmp-2 kit was then mixed and the bone graft was then placed posterolaterally.¿ the patient tolerated the procedure well without any intra-operative complications.